Event description:
Procedure type: lavh. According to the reporter: while using the 5mm optical trocar the gas seal fell into the abdominal cavity. They were able to retrieve the seal and the pt is doing fine. Post-operative infection developed. No cause for the infection has been determined by the surgeon.

Manufacturer narrative:
(B)(4).